Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced white rings artifacts appearing in the image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign objects in the air water cylinder and the air water tube, also foreign objects in the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to adhesive peeling around objective lens, streak of flare appears in the image. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material in the device: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.